Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings:during evaluation, no damage was found to the battery compartment or cap. The cap was able to attach securely on to the pump and was removed with no difficulty.

Event description:
On (B)(6) 2013, it was reported that the battery cap could not be removed from the pump. The reporter stated that the pump was continuously alarming for replace battery and the battery could not be replaced due to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.